Event description:
Information received from the field does not address the patient's clinical status but notes that one day post implant, the measured battery data was 2.57v, 292ua, with dashes (---) for impedance. After powering down the programmer, the data was 2.52v, 349ua, and dashes for impedance. A software download was performed and appeared to be successful, but the device was subsequently replaced.